Event description:
Reporting status: malfunction. Reporting rationale: separated guide wire has caused or contributed to patient injury previously. Device issue: separated guide wire. It was reported that during an attempt to implant the lead and maneuvering the bhw guide wire to move the lead forward, the guide wire broke in two pieces. The proximal part of the guide wire remained in the doctor's hand and the distal part remained within the vessel. As the distal part was still within the lead, the physician was able to remove the distal part with the lead. The lead was successfully implanted. No additional event or patient information is available.